Manufacturer narrative:
D9 (returned to manufacturer) was updated. H4 (device manufacture date) was updated. The reported complaint that "the autopulse platform (B)(6) displayed fault code 42 (force overload tripped)" was not confirmed in the platform's archive data or during functional testing at zoll service depot. The autopulse platform passed all functional tests and worked as intended. During visual inspection, it was noted that there were scratches and hole(s) in the load plate cover that would affect the watertight seal, unrelated to the reported complaint. The likely root cause for this observed physical damage is user mishandling. The load plate cover was replaced to address the issue. The event log review showed no significant discrepancies. The autopulse platform passed the initial functional testing without any fault or error. The load cell characterization test confirmed both load cell modules were functioning within the specification. A run-in test was performed using the 95% large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The autopulse platform passed all the testing criteria and met all required specifications. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
The autopulse platform (sn (B)(6)) was used to resuscitate a patient in cardiac arrest. The customer reported that during the set-up operations, the autopulse platform displayed fault code 42 (force overload tripped). The customer did not provide any further information. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.